Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an broken intraocular lens (iol), the surgeon believes the lens might have broke due to the injector. There was contact with the patient and procedure was completed the same day. Additional information was requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The file mentions the use of an unspecified injector. It is unknown if qualified products were used. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).